Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for the routine follow up, alert for both atrial and ventricular noise reversion was observed. Stored egm noted multiple ventricular noise reversion episodes with short burst of noise on ventricular channel. Upon review, atrial noise episodes were also suspected. The patient was discharged and will be will be continued to be monitored.